Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called three times and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was less then 20 mg/dl when paramedics arrived. Customer stated that her low blood glucose was caused by incorrect bolus wizard settings. Nothing further was reported.